Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the infusion was programmed as a "bolus" instead of the intended infusion rate. The volume to be infused was 25ml/hr. The intended volume to be infused was 50ml. This was a stat order and programmed with barcode scanning using the guardrail drug library. The clinician stopped the infusion immediately. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2024-38421, which captured the correct suspect device per investigation report.

Event description:
It was reported the infusion was programmed as a "bolus" instead of the intended infusion rate. The volume to be infused was 25ml/hr. The intended volume to be infused was 50ml. This was a stat order and programmed with barcode scanning using the guardrail drug library. The clinician stopped the infusion immediately. There was patient involvement, but no harm.